Event description:
(B)(4). The dentist reported 6 months after the dental implants was installed in intraoral region #10 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was not performed.